Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead has a noise on the rv channel that inhibited pacing due to broken lead. In addition, prior rv lead extraction, the patient went to the emergency room (ER) due to low blood pressure, fatigue, lightheadedness, and dizziness. This rv lead was explanted and replaced. No additional adverse patient effects were reported.